Event description:
Pt reported leaking shortly after the start of the gamunex-c infusion and then she quickly removed the 1 needle where the leaking is occurring and placed it into another area of the body. Pt stated this occurred during the (B)(6) 2019 and (B)(6) 2019 infusions. Pt stated just a minimal amount of gamunex-c leaked and was able to finish both infusions completely. No side effects reported as a result. Unk if infusion set is on hand. Reported to (B)(6) by pt/caregiver.